Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after initially receiving the pump, the customer connected the pump to a power source however, the pump could not be powered on and remained unresponsive. There was no impact to the customer's blood glucose, as the customer had not yet begun using the pump. Reportedly, the customer had an alternate pump for insulin therapy.